Manufacturer narrative:
Corrected data: a labeling review was actually not conducted as part of the investigation and therefore this correction supplemental report is being submitted. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported that a zct150 intraocular lens (iol) was explanted on (B)(6) 2016 due to patient being unsatisfied with the outcome. Change of target from distance to a near (vision) target. Lens was explanted with no complications, no injury, no additional procedures. New lens was implanted on (B)(6) 2016 with zct150 21.5, a larger diopter lens. Patient has recovered.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection with the unaided eye showed the lens is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. There is no complaint related test. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data showed the lens was within power specification and met the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.